Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 33 mmol/l. Customer administered with manual injection. Customer reported that they had repeated insulin flow block alarm. Customer was assist in performing 5.0 unit fill cannula and customer reported that the insulin was exit during prime. Customer was advice to consult with their health care professional. The insulin pump will not be returned for analysis.